Manufacturer narrative:
(B)(4). A follow up submission will be completed upon carefusion's investigation. (B)(4).

Event description:
Writer spoke to end user caretaker who reports within the two lots the tape was not sticking- which resulted in her spouse having skin that was erythema and blistering. She went on to say she used over the counter creams which provided no relief. The skin ultimately became infected around catheter despite her cleaning with rubbing alcohol. And providing what she feels was good dressing care. End user was prescribed antibiotics and per caretaker, skin is improving and she purchased tape to use from a local medical supply store. When asked if end user had any tape allergies she responded no but he does have latex allergies.

Manufacturer narrative:
(B)(4) follow up emdr submission for device evaluation. Failure mode could not be confirmed since no samples or photos were provided for evaluation. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. ¿lot #0001056909 was manufactured on 03-feb-2017. ¿lot #0001039369 was manufactured on 22-dec-2016. The reported failure mode will be entered into the complaint tracking system and tracked and trended for future occurrences of any similar failure modes. Initially the customer reported they would return the product, but after multiple attempts to retrieve the sample, no sample was returned.